Event description:
It was reported that the system was displaying software errors and the ups was not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ups and the hard drive and reloaded software. The system operates as intended.